Manufacturer narrative:
As mentioned in describe event or problem there was no signal on the sdi1 out, which is due to a failure of a printed circuit board (cm board). In addition, the evaluation found worn dp3 spacers, and poor connection due to a worn ex-board (worn video socket). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Based on the evaluation performed on the olympus asset, it was found that there was no signal on sdi1 out. No patient involvement reported. This MDR is being filed based on a reportable malfunction that was noted during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty circuit board cannot be specified. Olympus will continue to monitor field performance for this device.